Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening on posterior side assessed as fold flaw opening and three openings anterior and posterior side assessed as surgical damage. Additional observations: ¿ creases are observed. ¿ wear abrasion is observed. ¿ white particles in device inner surface are observed. ¿ white particles calcification-like were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: left side "flat".

Event description:
Healthcare professional reported left side "flat". Physician reported via op. Report "hypoplasia" and a left open partial capsulectomy. The device has been explanted and replaced.